Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site and was able to confirm the reported condition. It was verified the IV pole will not stay in place and falls without pressing the button and some pressure. Tightened the internal screw and bolt so the tolerance is adjusted correctly and will only release IV pole when button is pressed. Tested several times to confirm is working properly. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no other problems identified related to the reported condition. Root cause: a root cause assessment was performed for this complaint. The root cause was determined to be a loose screw.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No adverse event occurred and no medical intervention was required. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site and was able to confirm the reported condition. It was verified the IV pole will not stay in place and falls without pressing the button and some pressure. Tightened the internal screw and bolt so the tolerance is adjusted correctly and will only release IV pole when button is pressed. Tested several times to confirm is working properly. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No adverse event occurred and no medical intervention was required. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.